Event description:
During a scheduled surgical procedure to remove a port-a-cath inserted into the pt approx 2 years ago (by an unknown facility), it was noted that the length of the catheter was unusually short. A chest x-ray was taken and the other portion of the port-a-cath was determined to be in the left lung field. The pt was sent to special procedures where the fragment was removed.